Event description:
On 01/14/10, covidien was informed of a customer who had an issue with heparin prefilled syringe. The attorney alleges that the pt rec'd heparin during a cardiac bypass surgery on or about (B) (6) 2008. Shortly after, the pt was administered heparin, she began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, the heparin administered to the pt was alleged to be contaminated heparin. The pt has been injured and incurred substantial damages, including, but not limited to, medical complications such as intraoperative anaphylaxis and others resulting in a hospitalization exceeding one month.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.